Event description:
During an open heart CABG, coronary artery bypass graft, case the cpc, computer controller, failed and went blank while their patient was on cpb, cardio-pulmonary bypass, support. There was no injury to the patient but clinician was not able to fully monitor the bypass parameters after the failure of this equipment. The problem was found a be a failed 5 volt power supply in the controller. The entire controller was replaced with one from a spare unit. Spare cpc from a 5th system was installed and tested. Set-up and tested. All checks ok.